Manufacturer narrative:
Clarification was revealed that the device that was explanted due to infection was part of the previous system. This device was part of the newly implanted system. As no further information concerning this report is expected, our investigation is considered complete. This report will be updated should further information be provided. An initial asr report was filed on 01/24/2012 under FDA exemption number e2011006. This initial report was not submitted previously. As per request by the FDA on march 7, 2024, the initial report has been resubmitted in an effort to release follow-up 001 and 002 from hold status.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. A new pacing system was implanted. No adverse patient effects were reported following the procedure.